Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self test. Customer was able to clear the alarm successfully. Customer did not receive a request to rewind pump. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test and self test. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. P-cap / reservoir locks properly into place. Device received with broken belt clip rails. Cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.